Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
Date(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device (b) was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. Upon functional testing it was noted that the hand activation contacts were damaged. The device (b) was functionally tested with a generator. However, it was difficult to rotate the shaft when the instrument was attached to the hand piece. In addition, when tested on the generator the device hand control switch assembly was not functional; it was tested with the foot switch. During functional testing on gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an error code message or instrument error. To avoid damaging the contacts, it is recommended to assemble the device vertically. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical.

Event description:
It was reported during a laparoscopic whipples procedure the active blade of the probe broke while performing surgery. No patient consequences reported. Device being returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.